Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was attributed to the color lcd display module. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.